Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump flashes a black and white screen before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking and then remove and replace battery however, the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracks on the lcd controller. Unable to perform functional testing, including the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.